Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this transcatheter bioprosthetic valve, was implanted high into a previously implanted surgical valve. Eleven months following implant of the transcatheter valve, moderate to severe paravalvular leak (pvl) with increased gradient developed, causing symptoms of congestive heart failure (chf). One year and six months following the implant of the valve, a second transcatheter bioprosthetic valve was implanted valve-in-valve. A post-dilation balloon aortic valvuloplasty (bav) was performed to treat the mild paravalvular leak (pvl). No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: potential factors that can influence increased gradient measurements include structural valve degeneration (svd) (e.g., calcification), non-svd (e.g., pannus formation), or thrombus. It is known that the implant of a transcatheter bioprosthetic valve inside another device, in this case, a previously implanted surgical valve, can cause a decrease in effective orifice area (eoa) due to the size and thickness of the valve frame. The presence of pre-existing stenosis can potentially diminish the maximum eoa of the implanted device as well. The relationship between the congestive heart failure and the valve could not be determined. Per the instructions for use (IFU), individual organ (e.g., cardiac) failure is a potential adverse event associated with the device implantation. Mild paravalvular leak (pvl) was noted after the valve-in-valve procedure. In order to treat the pvl, a post implant bav was performed to appose both valve frames and anchor them to the annulus. The resulting pvl was mild. A mild pvl has minimal impact on the patient and is generally deemed as an acceptable residual condition. The mean gradient measurement was 13 mmhg and an angiographic shot showed no pvl was present. No further adverse patient effects were reported. A review of a static procedural image showed the 2 valves implanted in the reported configuration. No other images of the procedure were provided and no root cause for the reported event could be determined. If information is provided in the future, a supplemental report will be issued.